Manufacturer narrative:
Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response: though it was originally reported that the device would be received for analysis, no product was returned despite multiple attempts by bsc to obtain the device. Therefore we were unable to analyze the device to determine the cause of the shaft fracture. Bsc's investigation of this complaint included a review of the reported complaint information, device history records (DHR), similar complaint trends, product family trends, labeling/dfu and bsc's medical review. Factors that may contribute to a separated shaft include handling of the device, placement technique, patient anatomy, and the amount of support provided during the procedure. The dfu references dissection as a potential adverse event. Review of this information revealed no evidence that the reported event is attributable to a device related root cause. Please provide further explanation regarding how you determined the conclusion(s) codes(s) reported in your medical device report. Response: was determined to be the best code available at the submission of the medical device report as the device had not been received for analysis and the investigation was still open. Do to the unusual nature of this adverse event report i.e. Stent fracture at 6atm, perforation of vessel and subsequent death of the patient, please provide any additional information you obtain including procedural information if available, particularly video analysis, and the manufacturer's analysis of the potential device malfunction. Response: please note that the medical device report, reported that a distal portion of the delivery system catheter shaft fractured at 6atms; not that the stent fractured at 6atms. The stent was successfully deployed. No additional procedure information has been obtained from the user facility, however the procedure cine was received and bsc's medical review of this media states: "the diagnostic video loops show a mid rca lesion. After wiring the rca, the next video loops shows the positioning of a stent across the mid rca lesion. After deployment and removal of the stent delivery system (sds), the next video loop with contrast injection shows a vessel perforation in the proximal rca with also contrast flow images suggesting a dissection. The next video loops show advancement of a short balloon to the proximal rca without recording its inflation. Then a second sds is advanced to the proximal rca covering the site of perforation and dissection, followed by sds balloon inflation and deployment of the stent. In the last video loops the extravasation of blood seems to be significantly diminished but there barely any forward flow in the rca and in the last video loop the patient is in vfib according to the rhythm strip." (B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft fracture and vessel perforation occurred. The lesion being treated was located in the non-calcified, non-tortuous mid rca (right coronary artery). The rca was engaged and a guide wire crossed the lesion. The physician then attempted to direct stent the lesion using a 2.5x16mm liberte stent. While deploying the stent at 6atm, the distal portion of the shaft at the proximal portion of the balloon fractured and a perforation of the proximal rca was noted. The stent was successfully deployed. The patient experienced a cardiac arrest. CPR was performed and the patient was sent for a coronary artery bypass graft procedure. The patient expired six days post procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft fracture and vessel perforation occurred. The lesion being treated was located in the non-calcified, non-tortuous mid rca (right coronary artery). The rca was engaged and a guide wire crossed the lesion. The physician then attempted to direct stent the lesion using a 2.5x16mm liberte stent. While deploying the stent at 6 atm, the distal portion of the shaft at the proximal portion of the balloon fractured and a perforation of the proximal rca was noted. The stent was successfully deployed. The patient experienced a cardiac arrest. CPR was performed and the patient was sent for a coronary artery bypass graft procedure. The patient expired six days post procedure.